Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the 37761 desktop charger serial # (B)(4) found a broken connector.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the recharger was not charging; and the connector pin broke 2 weeks prior to the date of the report but the device still had charge. At the time of the report the patient was reportedly out of charge and was in pain because they were not able to use stimulation therapy. It was later reported that there was a broken connector on the recharger. It was noted that the anomaly appeared to have occurred through product use and there was no indication of patient harm. Additional information has been requested regarding the outcome of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent. The patient&#38112;medical history was not provided at the time of the report.